Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. The meter had the ability to perform blood glucose tests after the issue occurred. There were two records of completed test in the logbook. The units of measurement was changed from mmol/l to mg/dl. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error. The patient/family was the initial reporter, so personal information was not entered. Additionally, based on the meter evaluation, the serial # and model # could not be determined. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer from germany reported that their contour next link 2.4 meter had only english and (B)(6) languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.